Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. On 06/10/2024, the patient experienced loss of consciousness. At an unspecific time, the patient regained consciousness on his own and was treated with glucagon and juice by the patient's wife. No bg and cgm values were documented at the time of the event. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.